Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, gastritis and hyperglycemia on (B)(6) 2019 with blood glucose of 475 mg/dl. The customer was treated with intravenous injection, fluids, insulin drip and insulin pen. Customer was using auto mode. The customer also reported that they were hospitalized due to diabetic ketoacidosis, gastritis and hyperglycemia on (B)(6) 2019 with blood glucose of 576 mg/dl. Customer troubleshooting was performed for hyperglycemia. The insulin pump will not be returned for analysis.